Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and granuloma.

Event description:
Healthcare professional reported against left side "pain", "moderate fluid collection", and "small post-surgical granulomas". Patient additionally reported "my psychological is shaken". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6b, h6.

Event description:
Healthcare professional reported patient underwent "capsulectomy and drainage of seroma in the left breast". Device has been explanted and replaced.